Event description:
I've got two sessions of coolsculpting -- at a board certified plastic surgeon's office -- that caused paradoxical adipose hyperplasia and damaged platysma bands. Coolsculpting should not be FDA approved. It's a dangerous cosmetic procedure that doesn't do what it promises and causes the opposite effect damaging platysma bands.